Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and inappropriate shocks. The lead was programmed off. The device possibly had premature battery depletion. The device is scheduled for replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: c174awk, implantable cardioverter defibrillator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.